Manufacturer narrative:
(B)(4). The peritonitis was also manifested by an upset stomach. The treatment doses of ceftazidime and cefazolin were reported as 1000 mg (frequency not reported). The patient also completed a course of unspecified antibiotics for the peritonitis. The patient's effluent was clear. The patient was retrained on proper aseptic technique. The patient had recovered from the peritonitis three weeks after being discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique by touch contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis, manifested by abdominal pain. The patient was treated with ceftazidime (intraperitoneally (ip)) and cefazolin (ip). The patient was hospitalized for the reported event and was released three days later. The pd therapy was ongoing. At the time of the report, the patient was recovering from the peritonitis. Additional information was requested, but is not available at this time.